Event description:
It was reported that, during a general conversation between the field representative and the boston scientific technical services (ts) about subcutaneous implantable cardioverter defibrillator (s-ICD) plit testing, the field representative noted a check to a patient where one of the vectors was out of range. The field representative did not remember the patient. Ts reminded how the device will report greater than 200 if any one vector is greater than 200 ohms. No adverse patient effects were reported.